Event description:
Customer reported that she was changing her infusion set and reservoir and a plastic chipped of by the reservoir and the black o ring came off from inside the reservoir compartment. Customer also stated that she noticed two cracks on each corner on top of the lcd screen. Blood glucose value 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked belt clip slot and missing reservoir tube o-ring.